Event description:
Same case as MFR ID # 2134265-2012-04721. It was reported that during a percutaneous transluminal angioplasty, the guidewire became stuck in the catheter. The total occluded target lesion was located in the distal superficial femoral artery (sfa). The offroad system was advanced into the sub-intimal of the sfa and the re-entry balloon was inflated, the micro catheter was inserted with the platinum plus guide wire through the re-entry balloon, but the placement of the re-entry balloon was not distal enough to pass the occlusion. The guidewire was unable to be removed from the tip of the micro catheter advanced in the sub-intimal lesion. The re-entry balloon was deflated and the wire and the micro catheter were removed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).